Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Stored electrogram review revealed the implantable cardioverter defibrillator exhibited a single episode of non-sustained right ventricular oversensing and post-paced t-wave oversensing. No intervention reported. The patient will continue to be monitored.